Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that maybe two days ago, the patient started having a different sensation with the device. The patient stated that when they sat for long periods (to watch a show,) and when they got up or when they bent forward; it was like a shock. It was not unbearable but it made them bring their attention to it. The patient stated that it would go on for a little while, like 20 seconds, and noted that they'd had five episodes of it. The patient stated that the study "person" who worked for the health care professional (hcp) office told them to call into the manufacturer company and have it recorded. When the patient started having leaking (last week), they turned up the stimulation gradually and then everything was ok again. The patient stated they had been going through 5 pads a day and that now they were at two. They stated they were holding the urine better with the stimulation increased, nothing that they were told not to go over 1.0. The patient mentioned they had a high tolerance for pain and that they were currently on program 5 at .9.  The patient mentioned program 3 had worked well for them and noted that they had been changing the program every two weeks and keeping it under 1.0.  The patient stated that program 5 was working better then program 3. They also stated that when they recharged, they could be sitting still and it would disconnect, explaining that the recharger was sensitive and that they had to charge when stationary. Patient services asked if the patient had any falls or accidents and the patient said no. Patient services also explained to the patient that with positional changes, it could feel like a shock sometimes. They told the patient that if it didn't hurt them they could leave it and if it was uncomfortable, they could try a different program. The patient was told they could suggest to the doctor to check the system's impedance. The patient's relevant medical history included that they noticed sometimes when changing programs when they ate something they had some bowel incontinence, noting that this had happened off and on before the device was put in. The patient noted that they had more stress incontinence and sometimes only bowel incontinence that didn't agree with them. The patient noted that when they changed programs, they wouldn't be as regular. The patient stated they had "bowel" three times a day. It was also noted that they were a thyroid patient (not alleged to be related to the device/therapy). Patient services told the caller that if the stimulation hurt to change programs or suggested the hcp check their impedance.